Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 6x120, 120cm smart flex self-expanding stent (ses) system was found to have shifted/moved from its intended position during external inspection. There was no reported patient injury. The target vessel exhibited moderate calcification, mild tortuosity, and 60% stenosis. The vessel did not have any bifurcation. The lesion was characterized as stenosis rather than a chronic total occlusion (cto). The vessel diameter was 5 mm, and the correct size stent was selected. No excess force was applied during stent deployment. No difficulty was encountered while advancing or tracking the sds toward the lesion. The lesion was pre-dilated prior to stent implantation using a 5 mm diameter non-cordis balloon inflated to 18 atmospheres. After pre-dilation, the percent stenosis was reduced to 20%. No difficulty or resistance was noted while crossing the lesion with the stent, and there was no difficulty removing the delivery system after deployment. No other devices passed through or became caught on the stent after deployment, and the placement of an additional stent was not required. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 6x120, 120cm smart flex self-expanding stent (ses) system was found to have shifted/moved from its intended position during external inspection.

Manufacturer narrative:
As reported, the stent of a 6x120, 120cm smart flex self-expanding stent (ses) system was found to have shifted/moved from its intended position during external inspection. There was no reported patient injury. The target vessel exhibited moderate calcification, mild tortuosity, and 60% stenosis. The vessel did not have any bifurcation. The lesion was characterized as stenosis rather than a chronic total occlusion (cto). The vessel diameter was 5 mm, and the correct size stent was selected. No excess force was applied during stent deployment. No difficulty was encountered while advancing or tracking the sds toward the lesion. The lesion was pre-dilated prior to stent implantation using a 5 mm diameter non-cordis balloon inflated to 18 atmospheres. After pre-dilation, the percentage stenosis was reduced to 20%. No difficulty or resistance was noted while crossing the lesion with the stent, and there was no difficulty in removing the delivery system after deployment. No other devices passed through or became caught on the stent after deployment, and the placement of an additional stent was not required. The device was returned for evaluation. A non-sterile ¿smart flex 6x120 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. A thorough inspection was performed observing that the stent is partially deployed approximately 1 cm. The hemostasis valve is closed. No other outstanding details were noticed. The functionality of the device was verified to determine if the stent can be deployed as expected. The stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected and the stent was deployed. The stent expanded normally, presenting no damage or anomalies. A product history record (phr) review of lot 336234 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "stent delivery system (sds) deployment difficulty-premature¿ was noted during analysis of the returned device as a partial stent deployment is visualized. However, the exact cause cannot be conclusively determined. Based on the available information, determining the root cause is difficult as the analysis cannot ascertain whether intentional deployment was initiated. User handling factors during attempted deployment and vessel characteristics may have contributed to the reported issue. The lesion was noted to have had moderate calcification, mild tortuosity, and 60% stenosis. This may have contributed to the deployment difficulties reported and did not allow for full stent deployment. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2).¿ neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.